Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of repeated use (nicked/gouged) and is fractured. Analysis determined the features of the fracture surface and mode align with a zrm which indicates either an overload failure or low cycle fatigue culminating in overloaded failure as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Device history record (DHR) was reviewed and no discrepancies were found. Device has a potential field age of 3.5 years with an unknown number of uses. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI : (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported surgeon was impacting the femoral trial when the pieces shattered. No parts were left in patient. No impact to patient.